Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. Unable to perform the functional testing due to motor error alarm. Unit had cracked display window corners, broken reservoir tube lip, scratched display window and missing end cap sticker.

Event description:
Customer reported that he was hospitalized due to low blood glucose. Customer blood glucose reading at the time of hospitalization was 33 mg/dl. Customer stated that his insulin pump is alarming motor error. Customer also stated that he dropped the insulin pump and it cracked at the reservoir compartment. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.